Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Black foreign debris was found from the nozzle according to component analysis, the main component of the foreign material was confirmed as silicone rubber. A part of the injection tube which is the accessory of the subject device, or silicone rubber products used in endoscopy room may have got in accidentally. Positive culture the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the nozzle was clogged and foreign object was protruding from the nozzle. And insufficient or incorrect reprocessing endoscope was used for next procedure. In the evaluation of oekg the following was confirmed; - bending section rubber wear and tear. - angulation systems play and insufficient. - ccd cover lens scratched. - universal cord slightly scratched. - connector pins slightly deformed. - connector slightly deformed. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument, the air/water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device on (B)(6) 2021. Klebseilla pneumoniae, pneumoniae and pseudomonas aeruginosa (5 cfu/200ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, steelco ew 2 3s. There was no report of infection associated with this report.